Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was seen the healthcare provider (hcp) office on (B)(6) 2018. The patient still had sutures present from recent implant and was removed at the visit. The healthcare provider was unsure of the cause of the heating and burning at the implant site but stated it possible the sutures. Hcp indicated that patient was not significant bothered and was doing well. The patient has 3 months visit on (B)(6) 2018 and patient will be re-assess. Hcp indicated patient has not call or compliant of problem to office since the sutures were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that the battery site feels like its burning when he is sitting down in the car. The patient stated that he felt a hot sensation at ins site and that this started 3 days ago. The patient reported that it will get warmer and warmer and will also vibrate and then just goes away. The patient stated that he would describe it like a ¿heating nail up and sticking it in back¿. The patient has not tried anything but increasing a tenth up to 1.4v. It was noted that the patient had an appointment this coming friday and will discuss this with their healthcare provider (hcp). No further complications were anticipated/reported.